Event description:
It was reported, during the device was use during a low anterior resection, the detachable head could not locked out. Change to another device to finish case. There was no adverse patient consequence.

Manufacturer narrative:
Sent 08/23/2006 information anticipated, but unavailable at this time.